Manufacturer narrative:
Device received with broken battery tube threads. Device received with blank display due to problem isolated on the interface board. Unable to verify high pitch beeping and perform displacement test, idle current test, run current test, self test and off no power test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had high pitch beeping and blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the battery area was cracked and missing of insulin pump. The customer was assisted with troubleshooting. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.